Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had displayed an alert in the remote monitoring system for the right ventricular (rv) lead intrinsic amplitude out of range. However, the actual measurement was not provided. Technical services discussed the timing where the daily measurement is on a 21 hour clock and the device releases the data on a 24 hour clock. A new remote interrogation later showed the intrinsic amplitude was 2.8mv. About three weeks later, the device issued an alert as the rv lead shock impedance measurement was high, out-of-range at greater than 125 ohms. Technical services reviewed the current device data and confirmed the shock impedance has been fairly stable over the past year ranging from about 95-125 ohms. There were no recently stored episodes, and the electrogram channels were free from any noise or artifact. It was recommended to continue monitoring the rv lead, and to change the shock impedance alert limit from 125 ohms to one between 150-200 ohms. No adverse patient effects were reported. The device remains implanted and in service.